Event description:
The customer observed negatively biased results on quality control fluids processed using vitros valp reagent on a vitros 5,1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The customer did not report valp results while quality control was unacceptable. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
Investigation into this event determined that negatively biased non-vitros quality control results were obtained using vitros valp reagent lot #1511-13-8661. Variability was noted in both vitros and non-vitros quality control results. The customer had changed to an alternate vitros valp reagent lot and observed acceptable performance. The customer did not provide additional information to investigate vitros valp reagent lot #1511-13-8661. The root cause of the biased valp results is unknown, however, valp reagent pack handling cannot be ruled out.